Event description:
It was reported that prior to a surgery starting the flow control valve was identified to not function. The surgery was postponed to the following day so a new unit could be used.

Manufacturer narrative:
This event occurred outside of the u.s., due to international privacy laws, the patient information was not provided.